Event description:
User reported the unit free flowed after the installation of a new transfer set and source bottles. When the user had installed the source bottles, she did not have the occluder door closed and latched all the way. After she did this, the free flow stopped.